Event description:
It was observed during the device inspection, that the light source exhibited intermittent b30 scope communication errors when used with a certain scope model, due to a defective low voltage switching device printed circuit board. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported issue was confirmed. According to the investigation, it was estimated that error code b30 scope communication error and error e216 coming intermittently occurred due to the failure of the printed circuit board and defective scope socket. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.